Event description:
Customer reported after inflation of the tracheal cuff, a nurse found the cuff was gradually deflating and leakage of air was hear coming from the cuff. Customer confirmed pretest was conducted before pt use. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.